Event description:
Related manufacturer reference number:. 3006705815-2019-02354. It was reported that the patient was experiencing ineffective stimulation. The patient had a lead revision on (B)(6) 2019 where one of the patient's leads were replaced and the other was moved higher to t5. Therapy was restored post op.